Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported seeing power on reset (por), they also thought they saw "e08" but could not recall. Troubleshooting was done and por was cleared; patient was able to turn ins on. Caller thought stim had turned off because ins went dead, but there was no indication of low battery during the call. Stim turned off friday (7/17). Patient recently toured an electromagnetic dam.